Event description:
Boston scientific received information that the physician electively explanted this right ventricular (rv) lead during a device upgrade procedure. During the procedure the local area field representative reported the lead helix broke off and lodged in the subclavian vein. The physician was unable to retrieve the helix and elected to leave it in place. The patient's system was successfully implanted and no further complications were encountered. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned missing the tip section. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body noted the insulation was torn underneath the distal ring where both coils (anode and cathode) were stretched to the point of fracture. Laboratory testing was unable to reproduce the reported clinical observations.